Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. The evaluation revealed that the trial instrument has indeed broken apart. Please note that this is an old and often used instrument over 10 years and is clearly visible. Therefore we do suppose that the breakage was caused due to normal wear and tear over the years. No product fault could be detected.

Event description:
It was reported that the head of the trial broke off. The trial was inserted into the patient for the purpose of trialing for size, when the head of the trial broke off the stem. This is report 1 of 1 for complaint (B)(4).